Manufacturer narrative:
"Vyaire medical file identification: (B)(4). Device evaluated by MFR - the customer reported they disposed the unit. The touchscreen was busted and did not want to spend more money on a new uim . Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the avea ventilator had uim (user interface modue) issue because the touchscreen is not working properly and could not get the unit to calibrate. Furthermore, there was no patient involvement reported with this event.